Manufacturer narrative:
(B)(4). Date sent: 11/15/2023. D4: batch # unk. Device evaluation anticipated but not yet begun. A manufacturing record evaluation was performed for the finished psee60a, with lot/batch number a9e00a, and no non-conformances were identified. Additional information was requested and the following was obtained: what color cartridge was used during the event? White . What was the surgeons experience with the device? Has been using for 18 months was the renal vein skeletonized and taken independently or taken as part of a bundle? Yes, the renal vein was skeletonized . Does the surgeon routinely use a 60mm during these types of procedures? Yes . Did the healthcare professional wait 15 seconds after closing the device before firing? I am unsure . How was the procedure completed? Procedure was converted to an open case. Vascular surgeon repaired injury to the vein . What was the total estimated blood loss (ml)? Unclear . Was a transfusion required? Yes, 2 units of blood . Current patient status? Discharged . Were there any staple formation issues or where the staples the appropriate b-shape form? Account and surgeon could not clarify this. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown urology procedure that the stapler fired across renal vein and vein was ligated. Approximately one to two minutes later abrupt bleeding coming from the ligated stump of the renal vein. This required conversion to open procedure for vascular surgery to repair the vein. No further information was provided.

Manufacturer narrative:
(B)(4). Date sent: 12/15/2023. D4: batch # 633c61. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with three ecr60m reloads present. The reload (b) was received unfired. The reloads (c and d) were received fully fired. The device was tested for functionality in the straight position with a returned reload (b) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. Device history review: a manufacturing record evaluation was performed for the finished device batch number 633c61, and no non-conformances were identified.